Event description:
Per the clinic, the patient was also placed under general anesthesia (specific date not reported) in order to perform wound packing revision.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024. Re-implantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient experienced a skin breakdown at the implant site, exposing the receiver/stimulator (specific date not reported). The patient underwent a revision surgery on (B)(6) 2024, to reposition the device and the patient subsequently was hospitalized for IV antibiotics administration (specific date and duration not reported); however, this did not alleviate the problem. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.